Event description:
It was reported that the right ventricular (rv) lead had exhibited a clavicle crush, which led to bipolar pacing only. The rv lead was explanted and replaced. The patient was stable before, during, and after the procedure.